Event description:
It was reported that noise was observed. The lead was explanted and replaced. Patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.